Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who had an implantable neurostimulator (ins). It was reported that patient's ins was eroding through the pocket. Patient reported not following post-op instructions. They stated that they lifted an 80lb back of feed the day after implant surgery. They felt a pop when lifting the bag. After that they waited a few weeks before coming into the clinic. Patient came into clinic. There was an infection along with the pocket erosion so the explant was scheduled immediately on (B)(6) 2019. No further complications were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.